Event description:
The reporter stated "not reading correct size. Bolus." There was no patient testing or treatment associated with this event.

Manufacturer narrative:
The unit accepted a 60cc bd syringe as a 30cc bd syringe and infused as such due to the size calibration being out of specification. There was some chipping on the top and slide housing. Medex as able to confirm the issue. Although no direct cause for the calibration drift could be determined, this can occur during rough handling or impact. There was some outward physical damage observed. The unit was repaired and returned to the customer. Medex considers this MDR closed with this report. No additional action is necessary at this time.